Event description:
It was reported by a company representative that he collected a handheld computer which had a socket connection issue due to the serial cable of the handheld being loose. The company representative did state that manipulation of the plug of the cable resulted in intermittent communication. At the moment, the reported handheld remains in transit to be returned to the manufacturer for analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.